Manufacturer narrative:
The insulin pump had all operating currents within specification. No unexpected low battery off no power alarms noted. The device functioned properly. The device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. The device communicated properly with glucose sensor simulator test box. The blood glucose values matched properly with the insulin pump during testing. The device had a cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. The insulin pump passed the dat test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings. The customer indicated that the sensor glucose was 146 mg/dl and blood glucose was 123 mg/dl. Customer also indicated that their blood glucose went down to 33mg/dl and treated with insulin. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised to monitor pump and to follow up if any further questions. Customer was advised that the sensor would be replaced and to return the sensor for analysis. No further low blood glucose troubleshooting was performed. No further assistance was necessary.